Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during emergency procedure. The procedure was completed with less than 20 minutes delay by using another system. The philips field service engineer (fse) visited onsite and confirmed that c-arm is unable to perform geometry movements. Review of the logfile shows multiple geometry ¿motor assembly errors¿ related to the frontal stand. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found the table was unlocked, the arm and table suddenly became inoperable and requested onsite support. The philips field service engineer (fse) checked the system onsite and found that the fuse on the power line of the drive system was blown. On further troubleshooting, fse found that the unit that controls the operation of the front arm (amc) was faulty. To resolve the issue, the fse replaced the amc drive. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.